Manufacturer narrative:
Device available for evaluation, returned to manufacturer on 12/19/2017. Device evaluation: the actual lens was not returned for investigation. However, the reported foreign material/sediments were returned and investigated. A photo provided by the customer was evaluated but it was not possible to identify the sediment reported by the customer. There was something shiny circled but the light does not allow identify if it is sediment or another particle. The returned specimen was investigated by fourier-transform infrared spectroscopy (ftir) analysis and the results indicate that the foreign material is cellulose (like cotton, rayon, lint) and an acrylic species possibly mixed with protein. It was confirmed that exposure to cellulose is possible during the manufacture of the lens; but it is not possible to confirm if the particle observed is related to manufacturing as the reported lens was handled and prepared for surgical procedure. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: based on the investigation, there is a potential indication of a product quality deficiency since exposure to cellulose is possible as it is a component commonly found on paper, cotton, rayon, and lint. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
If explanted, give date: not applicable; as there is no indication the lens has been explanted. (B)(6). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that sediment was found on the posterior part of a pcb00 9.0 diopter intraocular lens (iol) after implantation. Reportedly, the doctor stated the sediment could be seen when the lens unfolded and was concerned about lifting the haptic to wash underneath. No additional information was provided.